Event description:
A report was received that the patient¿s ipg was on top of the sciatic nerve causing the patient discomfort and sciatica in the right leg. The patient underwent an explant procedure. It was believed that it was not related to a device malfunction.

Event description:
A report was received that the patient¿s ipg was on top of the sciatic nerve causing the patient discomfort and sciatica in the right leg. The patient underwent an explant procedure. It was believed that it was not related to a device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 14119537, description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed visual and electrical tests performed. The source of the complaint could not be determined. No loss of electric current into the surrounding tissue was verified. Device insulation was not compromised. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. However, the device exhibited excessive battery depletion after the explant procedure. The analog integrated circuit got damaged. Exposing the device to high-electromagnetic or voltage transient could cause this type of failure. The root cause of the damage was unknown the explanted leads and clik anchor were not returned to bsn as they were discarded by the medical facility.